Manufacturer narrative:
As reported, during a laparoscopic ventral hernia repair procedure while pulling the inflation tube up and out through the abdominal wall on a ventralight st w/ echo ps, the inflation tube broke. As reported the sample is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate at this time no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 235 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2026 during a laparoscopic ventral hernia repair procedure while pulling the inflation tube up and out through the abdominal wall on a ventralight st w/ echo ps, the inflation tube broke. Reportedly, all the mesh and components were removed and not used. A new ventralight st w/ echo was used and the procedure was completed without any further issue. There was no patient harm or injury.